Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ((B)(6)) ipg was unable to establish communication with multiple external devices after the patient having surgery for unrelated health issues. A manufacturer representative confirmed ipg to be inoperable. The physician has to decide the next course of action.